Manufacturer narrative:
Follow-up #1 (07/08/2014)-device evaluation: the meter involved with this complaint has been returned on 03/12/2014 and evaluated by lifescan product analysis on 07/01/2014, with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging testing in settings mode. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.